Manufacturer narrative:
This event occurred in the (B)(4). Information concerning the specific part number involved in this event was requested, but was not provided.

Event description:
The customer received questionable creatinine plus results for four patient samples. Of the data provided only the result for one patient sample was discrepant and reported outside the laboratory. The specific date of the event was not provided. The incident was said to have occurred "in the beginning of the year". The initial result of 264 umol/l was reported and the patient was admitted to the hospital. The repeat result was <100 umol/l. No adverse events were reported. The creatinine r1 reagent lot number was 695326 and the r2 reagent lot number was 691573. The expiration dates were requested, but were not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.